Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's ipg was explanted on (B)(6) 2016 due to infection at the ipg site. The patient was given intravenous antibiotics.

Event description:
Further investigation revealed a second device pertaining to the reported event. It is being reported as device 2. Device 1 of 2: reference MFR number: 1627487-2017-02774. Follow-up revealed the infection had allegedly spread out to the lead site which was confirmed by a CT scan. As a result, the lead was explanted on (B)(6) 2017. During the procedure, bone necrosis was present. The patient was kept in the hospital and treated with IV antibiotics following the lead explant. Culture was taken and the results came back as negative. The issue has been resolved over time and the patient is doing well.

Event description:
Follow-up revealed the infection at the ipg site had been cleared over time.